Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this s-ICD device and electrode, the patient suffered acute hypoxic respiratory failure. The hospital's rapid response team was called because the patient developed dyspnea and pulmonary congestion. Boston scientific received information that the physician felt that the patient's pre-existing medical condition was worsened by the implant procedure. The patient's pre-existing condition was listed as chronic congestive systolic heart failure with class ii-iii. X-rays taken on (B)(6) 2016 showed new increased airspace opacity in the right upper lung zone suspicious for asymmetric pulmonary edema versus infectious infiltrate. X-rays from (B)(6) 2016 showed pulmonary vascular congestion with increased airspace opacity in the right mid-lung, mildly improved from prior study. The physician did not have any allegations against the device. It was listed as unlikely related to the study procedure. The patient recovered and was discharged from the hospital on (B)(6) 2016. There were no interventions or programming changes planned or undertaken.

Event description:
Boston scientific received information in (B)(6)2017 that an inappropriate charge occurred during the already reported acute episode of dyspnea and pulmonary congestion.